Event description:
Tried to defib the pt with external paddles, did discharge, but staff said that the delivered energy could not have been what the unit was set at. Opened pt up further and used internal paddles which did not discharge. Tried new cable with same results. Used another defib which worked fine.